Event description:
Rptr noted that in two consecutive cases, the instant contact was made between limited reuse silicone I/a tip and posterior capsule, a central tear occurred. Pt 1 of 2: anterior vitrectomy performed; iol placed in sulcus. Postoperative course was uneventful. Subsequent review of video from second case identified misaligning between the inner metallic shaft and hole in the I/a tip during vacuuming of posterior capsule. Surgeon inspected tip before it was disassembled. End of metallic shaft protruded beyond proximal border of hole, allowing metal to come in contact with capsule. During cleaning and assembly, silicone tip can shift on metal shaft, causing misalignment. Inspection of tip before it's introduced into anterior chamber, or before cortical removal is initiated is recommended.